Event description:
It was reported that lead integrity alert (lia) triggered for increasing right ventricular pacing impedance. The alert threshold was increased and the physician will monitor the lead performance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.